Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an endoscopic sphincterotomy (est), an olympus kd series electrosurgical knife got stuck in the forceps elevator of the endoscope. The physician dealt with it by pulling out the knife from the endoscope and the knife was broken at that moment. The physician removed the knife from the endoscope, and then also removed the endoscope from the patient. The intended procedure was completed with different devices. After the event, the forceps elevator mechanism do not work smoothly. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device confirmed the following; problem of the operation of the forceps elevator was noted. Protrusion and scratches on the forceps elevator were noted. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.